Manufacturer narrative:
Submit date: 01/21/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer states the umbilical line was placed by life flight prior to transport of a baby in an outlying hospital on (B)(6) 2016. The line was in for 2 days and they noticed the patient's umbilical venous catheter was found to have a very small puncture hole in the tubing around the 10 cm marking causing the fluids to drip out. The patients glucose was 45. The patient weighs 1440 grams. The umbilical venous catheter was discontinued on (B)(6) 2016.

Manufacturer narrative:
Since the lot number was not provided a device history record (DHR) review could not be performed. A sample was received for analysis and investigation. The sample consisted of a uvc catheter which came inside a generic plastic bag and presented signs of use (remains of blood). In order to confirm the condition reported a functional test was performed; as a result a cut was found near the mark #10 in the tubing of the catheter. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause can be considered as unintentional misuse; this condition was more likely damaged during use caused due to an improper handling by the user. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specification are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.